Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened. The procedure was cancelled. A field service engineer (fse) examined the system on-site and confirmed that c arm movement restricted due to table movement issue. After reviewing log file, fse suspected pivot potentiometer problem. To resolve the issue, fse replaced pivot potentiometer. After replacement of pivot potentiometer, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.